Event description:
On (B)(6) 2014, a reporter for the lay user/patient contacted lifescan (lfs) (B)(4) alleging that the patient¿s onetouch verio iq meter was reading inaccurately high in comparison to another meter. The complaint was classified based on customer care advocate (cca) documentation. The reporter claimed that in the ¿first week of december¿ the patient obtained a result of 90mg/dl on the subject meter which she felt was inaccurately high in comparison to a result of ¿50mg/dl¿ obtained on an onetouch ultraeasy meter. The two tests were performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. It is unknown what medication, if any, the patient takes to manage her diabetes or if she made any changes to her usual diabetes management routine in response to the alleged inaccuracy. The reporter claimed that ¿some minutes¿ after the alleged inaccuracy, the patient developed symptoms of sweating and self-treated with a glucose tablet. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. Replacement products were sent to the patient. This complaint is being reported because the patient claimed that they developed symptoms suggestive of a serious hypoglycemic event after the alleged inaccuracy.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (02/23/2015). The patient¿s meter has been returned on 2/9/2015 and evaluated by lifescan product analysis on 2/11/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. A DHR (device history record) was completed on 02/18/2015 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.